Event description:
It was reported that an 8f angio-seal vip was selected for closure of a right common femoral artery puncture. Before moving the pt to the ward, the physician evaluated the pt and noticed a small leak at the puncture site. The nurse used sand bags to apply pressure and obtain hemostasis. The following day, the pt developed a hematoma. Surgery was performed and the hematoma was resolved. The angio-seal was not explanted. The pt was discharged after a ten day stay in the hospital and is reportedly stable. The pt received plavix (75 mg), 6 taps heparin (5,000 u) and clopidogrel (600 mg).

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined.